Event description:
It was reported "patient had a cvc placed on (B)(6) 2024 and noticed that one of the lumens was not attached to the hub." The catheter was removed and another catheter was placed. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed on the sample. Visual analysis revealed that the proximal line was severed around the middle of the extrusion. The separated extension line on the proximal side also appeared compressed at the separation point. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The proximal line outer diameter measured 0.0870", which is within the specification limits of 0.084-0.088" per the proximal line extrusion product drawing. The proximal line inner diameter measured 0.0570", which is within the specification limits of 0.055-0.059" per the distal line extrusion product drawing. A manual tug test confirmed that all the other extension lines were secure within their respective luer hubs and the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal line was severed around the middle of the extrusion. Examination of the separation points revealed that the edges were smooth and uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). A device history record review was performed based on a potential lot from sales history, and no relevant findings were found to suggest a manufacturing issue. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had a cvc placed on (B)(6) 2024 and noticed that one of the lumens was not attached to the hub." The catheter was removed and another catheter was placed. There was no patient harm or injury. The patient's current condition is reported as "fine".